Event description:
Reportable based on device analysis completed on 19nov2025. It was reported that coil was difficult and unable to advance in the catheter. The target lesion was located in the liver. A 22mm x 60cm interlock coil was selected for use. However, when the physician advanced the coil during the procedure, it felt that the resistance was large, the coil could not be pushed out of the catheter, and the coil was stuck. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed that the main coil was detached.

Manufacturer narrative:
E1: (B)(6). Device evaluated by MFR: the main coil, the introducer sheath and the pusher wire were returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the primary coil section, moreover the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.